Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received no delivery alarm during basal and motor error alarm. The customer¿s blood glucose level was 165 and 166 mg/dl. The customer states changed the set out and was still getting a no delivery alarm. Troubleshooting was performed for no delivery alarm and noticed the insulin did not exit. Advised to run manual prime with empty pump until piston reaches end of travel and result in motor error alarm. Advised the pump will need to be replaced. Advised to retrieve and save pump settings. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.